Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacturing. The product was returned and visual testing was performed no damages were detected on the samples. The sample was received in used conditions without its original packaging. The sample was visually inspected at a distance of 12? Under normal lighting to received units, in order to detect any damage on the unit. The breathing bag have a hole. A random sample of 32 units was taken from the manufacturing process, in order to perform a visual inspection to verify that all components were free of damage (scuffs, pinch marks, etc.), cracks, crazing, cuts or other workmanship defects that can affect assembly function or appearance probable root cause: production personnel did not detect and scraped the damaged breathing bag. Qalert-18336 was generated on (B)(6) 2018 to ensure that production personnel detect any marks or damage on the breathing bags to mitigate the issue. Protocol number are unknown. No information has been provided to date.

Event description:
It was reported that during a pre-use check, the customer noticed a pinhole was found in the anesthesia bag. No patient injury reported.